Manufacturer narrative:
H6: added code e1: corrected information.

Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pxc201000j/11554494. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: migration endoleak, occlusion of device or native vessel.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and bilateral common iliac artery aneurysms and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system and gore® excluder® iliac branch endoprostheses on the left side. On (B)(6) 2021, this patient underwent reintervention for aneurysm enlargement of the right common iliac artery (rcia) and an occluded right hypogastric artery due to disease progression. A contralateral leg component was placed to extend coverage of a bell bottom device initially implanted and cover the hypogastric artery. The patient tolerated the procedure.